Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump's buttons were not responsive. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting. It was reported that the select and arrow buttons were non responsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Device received with an intermittently unresponsive keypad and isolated to the device casing or keypad.